Event description:
A registered nurse at customer's facility contacted corporate product surveillance(cps)on the event date, to report an incident with a female patient on an infusor pump . The pump alarmed an occlusion alarm a short time after infusion of propofol started, dosage unknown. The alarm caused an interruption of therapy to patient. The pump was removed from the patient and the anesthesiologist administered propofol to patient with a syringe. No patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be submitted.